Manufacturer narrative:
It was reported by the hospital contact that the cashmere coil (src14051220/c28726) would not detach using the cable (ecb00018200/c31038). Another coil and cable (details unknown) were used to complete the procedure. It was initially reported that the products will be returned for analysis. There was no clinically significant delay in the procedure due to the event. A pre-deployment electrical check was performed. The low battery light and fault light were not seen. The green system ready light illuminated. During the detachment cycle, the detachment light did not illuminate. The audible signal did not beep. All connections appeared to fit properly without application of excessive force. Limited information was received. The unspecified enpower detachment control box (dcb) and the unknown microcatheter were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The coil was returned undamaged. The detachment fiber is intact, undamaged, and did not receive heat and melt. The device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms (range 48.85/56.0) and the enpower systems ready green light failed to illuminate (IFU). No manufacturing defects were found. The complaint of the coil not detaching inside the target site is confirmed. While the exact root cause cannot be determined, the most likely contributing factor may have been due to wiring and/or solder joint connection damage. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the enpower dcb and the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final report. (B)(4). Concomitant medical products and therapy dates: cable (ecb00018200/c31038). Another coil and cable (details unknown).

Event description:
It was reported by the hospital contact that the cashmere coil (src14051220/c28726) would not detach using the cable (ecb00018200/c31038). Another coil and cable (details unknown) were used to complete the procedure. It was initially reported that the products will be returned for analysis. There was no clinically significant delay in the procedure due to the event. A pre-deployment electrical check was performed. The low battery light and fault light were not seen. The green system ready light illuminated. During the detachment cycle, the detachment light did not illuminate. The audible signal did not beep. All connections appeared to fit properly without application of excessive force.